Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00323. It was reported the patient was experiencing low impedances and was not able to get MRI's. Reprogramming was unable to resolve this issue. Surgical intervention was undertaken on (B)(6) 2022 in which a lead was explanted and replaced. Note: it is unknown which lead was explanted and replaced so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.